Event description:
On 12/07/2009, a spontaneous report by a physician was received from a company rep regarding a (B) (6) male who received an injection of perlane (cross-linked hyaluronic acid dermal filler). Medical history included a penicillin allergy, bipolar disorder and no prior aesthetic procedures (including restylane (cross-linked hyaluronic acid) or perlane) in the past. The pt's skin type was olive. Concomitant medications included seroquel (quetiapine fumarate) 100 mg once daily and lamictal (lamotrigine) 150 mg twice daily. The pt was also taking protein shakes. The pt received a 0.5 ml (1 vial) injection of perlane on (B) (6) 2009 to the nasolabial folds. The injection technique was reported as unk. The pt did not received any pre-procedure medications and no add'l procedures were performed at the time of implantation. On (B) (6) 2009, 1 day after the implantation, the pt developed redness and inflammation at the injection sites. The pt also experienced itching and dry skin on (B) (6) 2009, which lasted for 1 week. The redness and inflammation lasted for 1.5 weeks. The symptoms only occurred where the pt was injected with perlane. The physician did not make a diagnosis. Treatment included topical hydrocortisone cream. No add'l info was provided.

Manufacturer narrative:
The physician considered the events related to the perlane. The physician also reported 2 add'l cases involving perlane. See associated cases (B) (4) (MFR # 2032896-2009-00030) and (B) (4).